Manufacturer narrative:
A review of the system logs for the reported procedure date found that no system errors occurred during the procedure. Log review of the 5 subsequent procedures performed on the system found no errors occurred that would have likely caused or contributed to the reported event. A device history record (DHR) review found no non-conformances documented that would be related to this event. The following concomitant products were used during this procedure: 8mm 30 degree endoscope plus, 0 degree endoscope, monopolar curved scissors, fenestrated bipolar forceps, prograsp forceps, large suturecut needle driver, vessel sealer extend x2. A site history review found that all multiple use instruments were used in subsequent procedures with no reported issues that would be related to this event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died after a radical cystectomy. Bleeding is suggested as the cause of death and potential contributing factors are suggested but how and when the bleeding occurred is not provided. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
It was reported that after a da vinci-assisted radical cystectomy and urinary diversion procedure, the patient expired post-operatively due to bleeding. The patient reportedly had severe adhesions, was undergoing chemotherapy, and had fragile blood vessels. The surgeons converted to laparotomy, but could not identify the source of the bleeding. No additional information was provided. Multiple requests for additional information were made; no response was received.